Event description:
It was reported that high capture threshold was observed on the leadless pacemaker during the discharge follow-up after implant. Additional information was requested, but not yet received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.